Manufacturer narrative:
The lead was returned. Visual analysis under magnification identified delamination and exposed conductor cables at distal electrodes e2, e3, and the non-active band. The lead failed functional testing with high impedance and electrode disconnections. The impedance logs from the event date were reviewed and confirmed the reported event. The lead damage contributed to the reported impedance issues and inadequate pain relief. The cause of the identified lead damage is unable to be determined. The evoke scs clinical manual details impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording." The evoke scs system surgical guide details risks associated with surgery and spinal cord stimulation including, "the patient may require surgery (including revision, explant, and replacement)" as a result of the risks outlined.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. Troubleshooting confirmed a high impedance on several electrodes. A lead replacement was completed to resolve the issue and restore therapy.